Event description:
It was reported that intermittent cartridge alarm occurred. Reportedly, customer continued using pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.